Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had 2 failed battery test alarms and now the pump is not powering on at all. Customer stated that she went into diabetic ketoacidosis because she could not get insulin and the pump would not power on. Customer stated that she tried multiple batteries but she kept receiving the alarm. Customer's blood glucose was 290 mg/dl at the time of the incident. Customer had a high blood glucose of 451 mg/dl and had to go to the emergency room. Customer stated that the compartment and the spring were not corroded or damaged. Customer was unable to check if she received a failed battery test. Customer was advised that she would be shipped a replacement battery cap. Customer was also advised to monitor the issue.